Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was a communication issue. It was reported a implantable neurostimulator (ins) was in suspected overdischarge. It was noted that patient compliance was the primary reason for overdischarge. It was reported the patient had stopped using their stimulation because she was drinking a lot at the time and didn¿t think it was working. It was reported the patient had stopped drinking and could feel pain again. It was noted the stimulation was last felt 2-6 months ago and the last successful recharging session was 2-6 months ago.